Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed the settings mode when trying to perform a blood glucose test. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests her blood glucose once a day and does not take medication to manage her diabetes. The alleged issue began on (B)(6) 2010. The patient stated she continued to follow her usual diabetes management routine. At an unspecified time after the alleged issue begun, the patient claimed she felt symptoms of a cold chill, weak, shaky and really tired which she associated with having low blood glucose levels. The patient ate crackers with peanut butter as treatment and felt better after. At the time of troubleshooting, the customer care advocate (cca) educated the patient on the correct testing procedure and walked the patient through a retest to resolve the alleged issue. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.